Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no date of death. However, per the paperwork, the reason for return is that the patient is deceased and the device was explanted seven months after implant. No cause of death was reported or received.

Manufacturer narrative:
Without a lot number or lead serial number, the manufacturing date cannot be determined. Evaluation summary: the lead was analyzed and no anomalies were found. (B)(4): the device was returned and analyzed and no anomalies were found. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.